Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. Boston scientific technical services (ts) recommended troubleshooting options. This lv lead remains in service. No adverse patient effects were reported.